Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the bearing were going out on the sternal saw. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed an internal inspection and observed the cam/gear assembly to have faulty bearings, did not rotate smoothly. The srt replaced the cam/gear assembly. Bearing, o-ring and rod seal were replaced as part of preventive maintenance (pm). The srt performed verification/release testing. The unit operated to the manufacturer's specifications and will be returned to the customer. The saw drive components were worn due to lack of pm and lubrication. Per the instructions for use, the saw must have a pm every 6 months for optimum operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.